Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 12/24/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings:a review of the black box indicated a reboot occurred on 09/16/2013. The battery cap was not returned with the pump for investigation. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. A test battery cap was used to complete investigation. The test cap did not tighten properly onto the battery compartment, however power loss did not occur. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours with no power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).